Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery with one distal and one proximal compression wires to crimp the plate. After fixation with two distal screws and one proximal screw, the distal compression wire was removed. The proximal compression wire was then removed. The compression wire was twisted when trying to remove it by applying force in a direction slightly different from the axial direction of the compression wire. At that time, the proximal compression wire broke at the boundary between the spherical part and the wire part. The surgeon attempted to remove it with pliers, but unable to grasp and remove it because only the spherical part of compression wire remained. Since the distal bone fragment was small and the screw was optimally positioned, the surgeon did not want to remove the implant itself and decided to remain the compression wire fragment in the body. It has been confirmed that there are no fragments left in the patient except the remaining portion. The surgery was completed successfully within 30 minutes delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) 1.6mm compression wire 15mm thread/150mm length this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.